Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The product support engineer (pse) was dispatched to site and confirmed the issue. The pse replaced the ac cord. The pse reported that the device passed the performance verification test (pvt) successfully. A power cord was return for analysis. Root cause: customer induced damage was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is failing the electrical safety during the performance verification test. The unit the customer reported that during preventative maintenance (pm), the alternating current (ac) cord was found damaged. The customer reported there was no patient involvement or user harm.